Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure, ctpt occurred, remove the pul as a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine."

Manufacturer narrative:
(B)(4) a visual inspection of the returned device was conducted, and the following observations were made: received in tray. Pusher deployed. Cutter deployed. Needle trigger retracted. Retract lever fully retracted. Lever lock and tape disengaged. Urethral endpiece (ue) deployed. Distal tip un-damaged. Unsheathing pawl not engaged with suture spool. Suture unbuckled. Shuttle not engaged with needle spool. Suture ferrule in place. Case right undamaged the items listed above are indica-tors of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: capsular tab (CT) did not unsheathe. Needle damaged: the needle is broken at the tip. Refer to the dimensional inspection for additional detail. The needle was found to be broken approximately 1mm from the tip. Comparison with a reference needle shows approxi-mately 1mm of needle missing. The missing needle material was not returned with the device. Func-tional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of " ctpt occurred " was not confirmed. The failure mode(s) observed dur-ing this investigation do not support the reported event. This investigation has determined that the device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- uninten-tional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the dam-aged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "during the procedure, ctpt occurred, remove the pul as a result, the case was completed using a new device. There was no patient adverse event due to this issue, and the patient's condition is fine.."